Event description:
It was reported that the unit turned on by itself. The unit was being used as a precautionary measure during a patient procedure and the unit turned on by itself and started pacing on its own. The staff turned it off and disconnected from the patient. The reporter noted that this happened before when the unit was pulled out from storage and it was already on. With just movement the device would automatically turn on. The external pulse generator (epg) is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to reproduce the reported issue. The on key was observed to be damaged, the epg requires keypad replacement. However, the estimate was declined by the customer. Therefore the device was returned to the customer un-repaired.

Event description:
It was reported that the unit turned on by itself. The unit was being used as a precautionary measure during a patient procedure and the unit turned on by itself and started pacing on its own. The staff turned it off and disconnected from the patient. The reporter noted that this happened before when the unit was pulled out from storage and it was already on. With just movement the device would automatically turn on. The external pulse generator (epg) was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).